Event description:
Patient suffered a reherniation at the index level. The barrier was removed from the anchored implant as part of a revision surgery.

Manufacturer narrative:
The removed material is intended to be sent to 3rd party laboratory for analysis (B)(4) and they have not yet provided their report. If any information from this analysis suggests a change in the results of this investigation a follow-up will be submitted as required within 30 days. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.